Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the during cataract surgery the surgeon experienced a posterior capsule in right eye of the patient. The position of the tear was on inferior nasal. The surgeon noticed the tear after removing the cataract and was starting cortex removal. The surgeon did anterior vitrectomy, and the three piece lens had to be implanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).